Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 66-year-old in myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a delivery issue involving an impella 5.5 pump. It was noted that the device was unable to advance from the axillary artery into the innominate. During this complication, the graft anastomosis tore and the device had to be removed to repair the graft. Due to the complication, the implant was aborted and an impella cp was placed via axillary access for ongoing support.

Manufacturer narrative:
The investigation into delivery issues and vascular damage has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the delivery issue was patient condition related to small vessels. The root cause of the vascular damage - peripheral issue was patient condition related to small vessels.